Manufacturer narrative:
Two test runs of cmv assay were performed with in-house donor samples of known cmv status and customer's sample using retention capture-cmv, lot c048 on an in-house galileo. All reactivity was consistent between runs; no discrepancies were observed. Customer's sample was positive in both runs.

Event description:
Customer called to reported that capture-cmv assay gave discrepant results on a patient sample tested on the instrument. The first time, the patient tested positive, but the second time, the same sample tested negative. The customer repeated the sample again; it tested positive.